Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -14.0/4.0/90 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to low vault with rotation. The problem was resolved. Cause of the event was other, and the device failing to perform as intended. Reportedly, "undersized icl." Status of the eye is reported as, "reduced vision and halo vision (coma)."